Manufacturer narrative:
Device received, investigation is currently being conducted, a follow up report will be submitted upon completion.

Event description:
The following information was reported to bsc; during unpacking, it was found that the catheter was bent. When it was curved, 2mm wire came out from the tip.